Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined. The cause of the difficult to insert through other device could not be determined.

Manufacturer narrative:
A4 weight is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during device implant, when the impella cp was being advanced over the abiomed 0.18 wire, it was difficult to push the red easyguide lumen out of the impella cannula. The medical team manually removed the red easyguide lumen and subsequently re-advanced the impella over the wire through the correct outlet. After impella insertion and initiation of support, a placement signal unreliable alarm was reported. Upon review, the pump appeared to be positioned shallow. The pump was advanced, and the operating mode was adjusted from auto to performance level 8. Following these adjustments, the placement signal unreliable alarm fully resolved. There were no signs or symptoms of patient injury, and no harm was reported in association with the event. The device was successfully explanted after weaning. The explant was not considered premature and was unrelated to the reported issues. The patient survived at the time of explant.